Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens, but as the lens was advancing through the cartridge, the lens became stuck. There was no patient contact and it was unknown if the lens was damaged. The reporter stated the cause of the lens becoming stuck in the cartridge was due to a loading error.

Manufacturer narrative:
Evaluation: results- visual inspection of the returned product found the haptic bent. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.